Event description:
It was reported that the battery charges slow. There was no impact to the customer's blood glucose level. Evaluation of the returned device revealed that the device was unable to initiate charging at all.